Event description:
It was reported the device was used during a thoracoscopic wedge resection procedure. It was reported the ez45 fired fine on the first firing. The device was reloaded and upon the second firing the reload fell into the pt. The reload was retrieved thoracoscopically. A second ez45g was opened and worked fine on the first firing, but the reload fell into the pt on the second firing. The reload was retrieved thoracoscopically. The surgeon was able to complete the procedure with a third ez45g. There was no consequence to the pt.

Manufacturer narrative:
Damaged firing mechanism with bent knife. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position ab unfired, cartridge condition ab unfired, cartridge return batch number a eq0017 b h003, condition of knife ab good. Functional tests & results: condition of firing trigger lockout ab good, condition of pinion gear ab good, condition of short rack a broken, condition of yoke ab good, was instrument cycled ab no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instruments were returned non-functional. The instruments were disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. The cartridge retention feature was measured for both instruments and was found to be conforming to design specification. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.